Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that the 16-1527-7, transpore-plastic trans. Tape irritates her skin. She stated that she gets red and some bleeding. She stated that this happens with all types of tape in her prescription order. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).